Event description:
It was reported a pericardial effusion (pe) and aorta bruising occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The physician was preparing for transseptal puncture using the versacross connect and watchman sheath. The position on fossa ovalis was confirmed using transesophageal echocardiogram (tee) imaging and advanced the radio frequency (rf) wire slightly under fluoro guidance to prepare for crossing. There were two attempts made to cross by pressing the rf button on the console. However, the wire crossing into the left atrium (la) under tee guidance was not observed. On the third attempt to cross, the versacross rf wire advanced under fluoro, but was unable to find the wire in the la via tee. Small tenting on wire prior to rf delivery. Upon investigation, the wire was located in the descending aorta. The sheath was not advanced over the wire, protamine was immediately given and tee was monitored for pericardial effusion. When the act was down to a value that the physician felt was appropriate, the wire was removed from the body. The patient was monitored for nearly sixty minutes on the table with minimal pericardial effusion, outside of the right ventricular (rv). The patient was taken for computed tomography angiography (cta) immediately, no dissection noted but possibly a minor aorta bruising. The patient was transferred to a different hospital for observation, in case intervention was needed. Product return is not expected (disposed). There was no medical intervention needed. The wire could not cross possibly due to thick septum on either side of the fossa ovalis, but no way of knowing for certain. The physician does not believe it was versacross that caused the complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.